Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4) the following information was provided by the initial reporter: "n1pos/n2neg not repeatable, doubtful increase (and positive result) of n1 turns out to be negative after repetition."

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. 44500301) lots 1075135 and 1075169 was performed by the review of the manufacturing records and the verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that lots 1075135 and 1075169 were manufactured according to specifications and met performance requirements. Customer reported n1 positive results with the bd max sars-cov-2 reagents for bd max¿ system kit lots 1075135 and 1075169 which gave a negative result upon repeat. Despite multiple attempts, no data was received for the investigation. Although low positive samples, for one or both targets, often occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site, without any data, this cannot be confirmed. Based on the available information, the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lots 1075135 and 1075169. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1075135, medical device expiration date: 2021-10-01, device manufacture date: 2021-03-16. Medical device lot #: 1075169, medical device expiration date: 2021-09-28, device manufacture date: 2021-03-16.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "n1pos/n2neg not repeatable, doubtful increase (and positive result) of n1 turns out to be negative after repetition."